Event description:
It was reported by a non-medical professional that the patient underwent an l5-s1 fusion with rhbmp-2 and peek cage. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with post-laminectomy syndrome with lumbar pseudarthritis and underwent the following procedures: removal of posterior segmental instrumentation and exploration of l5-s1 fusion; anterior approach to anterior lumbar interbody arthrodesis with interbody cage with bone morphogenic protein, with removal of anterior hardware and exploration of fusion; posterolateral arthrodesis with pedicle screw instrumentation. As per-op notes, ¿a peek interbody cage by (B)(4), packed with collagen sponge appropriately was prepared with bone morphogenic protein. This was all done using fluoroscopic control, and gently tapped into secure interbody position.¿ the patient was taken to the recovery room in a stable condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.